Event description:
Patient with end stage heart disease. Heartmate used while waiting for transplant. As surgeons were performing sternotomy outflow connection on heartmate came apart resulting in rapid and large blood volume loss. Possible cause was suturing. Transplant was completed. Patient expired 4/10/99 of multiple complications of heart disease.